Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. She stated that she was sick with the flu and the fever broke, and that she may have been laying on the insulin pump, exposing it to perspiration. Customer was advised to remove the battery from the insulin pump in order to stop the alarm. The blood glucose reading was 224 mg/dl. Nothing further was reported.